Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2024 an ilet user reported they experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on 11/21/24. On (B)(6) 2024, the user reported experiencing an occlusion alert while traveling in sweden. During an attempt to change their supplies the luer connector broke. The user, who regularly reuses cartridges and connectors to reduce waste, noted that this was a brand-new set. Without backup supplies, the user was unable to manage blood glucose levels and required hospitalization on (B)(6) 2024. The user was admitted for 20 hours, experiencing nausea and an inability to retain fluids. Treatment included an insulin drip and IV fluids with electrolytes. The user resumed using the ilet system after discharge. The user was utilizing a dexcom g7 continuous glucose monitor (cgm) at the time. The customer care agent advised against reusing supplies and emphasized the importance of carrying backups when traveling.